Event description:
Per the clinic, the patient experienced skin overgrowth, pus and fibrotic skin around the abutment (specific date not reported). Subsequently, the patient was treated with IV steroid (specific date and duration not reported) and the excess skin over the implant was excised under local anesthesia on (B)(6) 2025. The patient was also treated with topical antibiotics (specific date and duration not reported). The implanted device and abutment remains.